Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the cubies pocket failed, and a duplicate address was detected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that a duplicate address was detected in the cubie pocket. A field service engineer found that drawer number 4, a full-height cubie drawer, had duplicate pockets a1, a2, and a3. The customer logged in and recovered the cubie pockets, verified the connections and all cables successfully. The customer then successfully reloaded the medications. The system functioned as intended after the customer resolved the issue.